Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated, but not yet begun. This record will be updated when the evaluation is completed.

Event description:
It was reported that the handle of the device heated up and that the unit smoked while in use. There were no adverse consequences related to this event.